Event description:
Report received of an overdelivery of heparin due to a programming error. The pump was inadvertently programmed to deliver an unspecified concentration of heparin at a rate of 500ml/hr and not the intended 20ml/hr. The volume to be infused could not be recalled. The nurse hung a new bag of heparin at 5:00pm and left the patient's room. Approx 45 to 50 mins later, it was reported that a 470ml had infused. The patient's doctor was notified and ordered a serum prothrombin time (pt) and a partial thromboplastin time (ptt) to be drawn. The patient was treated with an unspecified dose of protamine. The patient did not experience any adverse effects. Though requested, there was no further information available.